Event description:
A pt was diagnosed with second degree burns on the inside of both legs after receiving a MRI pelvic scan that used a torso array coil. The pt was positioned with the cables running parallel down the pt's legs. The system was investigated and checked by a field engineer. Nothing was reported to have been defective, broken or fixed at the site that would have contributed to this event.